Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. UDI (di): (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the operating room for a routine pulse generator change out. During the procedure, the pulse generator was found in backup vvi operation and the patient became asystolic. The physician used electrocautery during the procedure. The device was successfully explanted and replaced.